Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. During troubleshooting, the allegation could not be confirmed. There was no reported adverse impact. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.